Event description:
Notes from history and physical: "patient with history of inflatable penile prosthesis placement four years ago. Implant was functioning and non-bothersome for many years and now has become positive, particularly with the tubing in the scrotum becoming more prominent and eroding. He states that the implant is not working well and he has discomfort due to the pump portion."report notes that the device does not inflate properly.